Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had intermittent power fluctuations throughout the day. Later that evening, the pt's pls dropped intermittently. The pt's postoperative course was complicated by right ventricular dysfunction requiring support. The pt later developed gi bleeds and on enteroscopy showed a lesion suspicious for a mass in the terminal ileum.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.